Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via data transmission. The transmission showed pacing was delivered from the right ventricular lead. However, there was no depolarization or subsequent re-polarization in response to the pacing. No patient symptoms were reported and no changes were made.